Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No stuck buttons, ramping numbers or scroll bar anomalies were noted. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners and reservoir tube lip.

Event description:
The customer reported that the buttons were stuck and the numbers were scrolling. The caller attempted to change the battery, but the insulin pump alarmed button error. The blood glucose reading was 222mg/dl. The customer mentioned having the same issue more than a month ago. Advised the caller that the device would be replaced. Customer has been already on his back up plan. No further information was provided.